Manufacturer narrative:
The reported event of ail without air seen in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported a general complaint of the pumps displaying an "air in line" message without air seen in line. There was no patient involvement.